Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure on the artery. The suture broke. No pt injury reported.